Event description:
It was found that the lead was dislodged, so they went in and repositioned it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.